Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 48-53 mg/dl were recorded by continuous glucose monitor (cgm) from 3:12:46 pm to 3:17:46 pm on (B)(6)2020. Cgm alert 1 (cgm low alert) enunciated at 3:12:46 pm. On (B)(6)2020, at 1:47:59 pm, user entered in 43 grams of carbs. 4.66 units were recommended. User overridden the recommended bolus size (4.66 units) and made a manual bolus request of size 0.05 units. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.